Event description:
The following has been reported: biomed reported: ""service needed" on screen. No patient harm. A preliminary review identified the following issue: mechanical hardware failure (air compressor). Active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Complaint confirmed. Complaint was confirmed, device returned for air compressor failure. Device was powered on and a red pump service alarm occurred. During this time, the air compressor could be heard struggling to function correctly. The device was opened to inspect for internal damage and perform testing on the pneumatic system. No internal damage was identified. Testing was run on the pneumatic system and failed during recharge testing but was able to pass hardware testing, indicating an air compressor failure. The pneumatic plate will be removed and returned to investigation for further analysis. Air compressor will be replaced during repair before the device is sent to the test line for full functional testing.